Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device are staining at the junction of suction channel and universal cord. The device is soaked and re-cleaned. There is no reported harm to any patient or persons.

Manufacturer narrative:
Customer (B)(6) university health ((B)(6) health) facilities had concerns connected with reprocessing of devices at the various (B)(6) health facilities. Arising from this concern, devices/events have been identified for the (B)(6) health facilities below: (B)(6). The associated devices/events that are identified at this time for (B)(6) are as below: patient identifier (B)(6), model # gif-h190, serial number (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), pcf-h190dl, (B)(4). This medwatch is for patient identifier: (B)(6). In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer does not remove the scope from the water prior to disconnecting the leak tester from the scope. The customer uses third party brushes from steris. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy for flushing and the medivators advantage automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing IFU. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "residue was in the suction tube" was confirmed, and presumed to have been due to the issue there being areas of the channel where the brush does not touch, which may have led to residue in the suction tube. The suggested phenomenon of "incorrect reprocessing was performed" was confirmed, and presumed to have been due to the user's understanding differing from the manufacturer's recommendation in device handling and/or reprocessing steps. The suggested phenomenon of "there are areas in channel where cleaning brushes do not touch" was confirmed, but a further cause could not be presumed. The user¿s reprocessing steps deviated from the instructions for use (reprocessing manual) as follows: the user do not remove the device from water prior to disconnecting the leak tester from the device. ¿remove the endoscope from the water with the leakage tester still attached.¿ they do not wipe the device down after flushing with detergent solution and do not let it soak for the detergent manufacturer's recommended time. ¿5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer.¿ the device is not soaked at all and goes directly into the rinse sink. ¿5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.